Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a high blood glucose level of 500 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the high blood glucose. Troubleshooting was not provided. The insulin pump will not return for analysis.

Manufacturer narrative:
To inform the section was incorrect with the initial report. The correct information has been provided with this report.